Event description:
It was reported that the healthcare professional (hcp) had requested that boston scientific technical services help review data recorded on the cardiac resynchronization therapy pacemaker (crt-p) for (B)(6) 2023, because the hcp suspects electromagnetic interference (emi). Data was reviewed and technical services indicated that it was likely ventricular tachycardia which degenerated into ventricular fibrillation in that episode. The episode ends at two minutes but there was clear undersensing in that particular episode and the other episodes as well. The presenting egm on (B)(6) appeared to show no capture. Technical services suggested to have someone perform a wellness check on this patient, since they suspect the patient had expired. Additionally, an obituary was found indicating that the patient had passed away. No device malfunction allegation has been reported, the death was not device related.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.